Event description:
It was reported that when the patient presented to the emergency room with presyncope, loss of ventricular capture and high lead impedance on the rv lead was observed. Lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure and all symptoms were resolved.